Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the react-68 catheter had resistance going up. When the doctor removed the react catheter, the tip was found "shredded". It was noted that the devices were prepared and catheter flushed per the instructions for use (IFU). There was no harm or injury to the patient who was undergoing a mechanical thrombectomy procedure via femoral access. Vessel tortuosity was moderate. The event did not lead to or extend the patient's hospitalization.

Manufacturer narrative:
H3: the react-68 catheter was returned for analysis. The catheter tip and marker band appeared to be broken off and missing from the catheter. The catheter body was found to be flattened at 10.5cm to 14.0cm from the distal tip. In addition, the catheter body was to be kinked at 32.8cm and 50.0cm from the distal tip. No damages or irregularities were found with the catheter hub. The usable length of the react-68 catheter was found within specifications. The catheter was flushed with water and found to be patent. The catheter was tested with an in-house 0.035" mandrel through hub with no issues. However, resistance was observed at the damaged locations. No other anomalies were observed. Based on the reported information and the device analysis, the customer complaint was confirmed as the returned catheter was found damaged with the distal tip and marker band broken off. The tubing material at the broken end exhibited jagged edges, exposed braid, and stretching. From the damages seen on the catheter; it appears there was high force used. It is possibly that the damages occurred when the customer attempted to advance the catheter against resistance. However, the cause could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.